Manufacturer narrative:
Event occurred sometime in (B)(6) 2017. (B)(6). Manufacturing date -- august 2, 2016 ¿ august 4, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a ruptured bladder. The bladder was microscopically examined with no signs of abnormality found. The reported condition was verified and the cause is unknown. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling with 0.9% sodium chloride. There was no patient involvement. No additional information is available.